Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the vessel sealer extend instrument installed on universal surgical manipulator (usm) 1 was stuck on tissue. The customer informed the tse that they were able to clear the instrument from tissue and restarted the system. The tse identified error 307 pointing to usm 2, and there were no issues with usm 1 within the system logs. The tse advised the customer that after the performed power cycle, error 307 was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the system to be starting up in normal mode with no errors. The fse performed a visual inspection of the universal surgical manipulator (usm) 1 carriage, and no issues were noted. The fse advised the customer to contact isi technical support if needed. The system was tested and verified as ready for use. Isi did not receive the vessel sealer extend instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.